Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx sling device was implanted into the patient on (B)(6) 2007. As reported by the patient's attorney, the patient underwent an obtryx sling revision on (B)(6) 2019 due to extrusion of the mid-urethral sling. Boston scientific has been unable to obtain additional information regarding the event to date.